Manufacturer narrative:
On june 20, 2023, mentor received additional information regarding the impacted device. It was reported that the impacted device was a 685cc mentor memoryshape breast implant with catalog number 3341452. Two device lot numbers were reported (6947539 / 6986049) , however, it is unknown which lot number belongs to the impacted side. Lot number 6947539: manufacturing date: june 23, 2015 expiration date: june, 28, 2020 a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot number 6986049: manufacturing date: october 14, 2015 expiration date: october 19, 2020. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. All relevant fields have been updated to reflect this additional information. If more information becomes available, mentor will submit a supplemental report accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 04, 2023, the mentor failure analysis lab received two devices for evaluation. Multiple attempts were performed to clarify the impacted side and no response was received. Per a conservative approach a second complaint was created to document the explantation of both devices. Please see manufacturer report number 1645337-2023-08058 for the concomitant device. This device was updated to reflect the device with lot number 6947539. The patient identifier was updated to (B)(6). On july 04, 2023, the evaluation for the device was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the mentor memoryshape¿ mh 685cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: no information available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified breast prosthesis and experienced an adverse event on an unknown side post-operatively. No further information clarifying the event has been provided. As a result, the patient underwent explantation on (B)(6) 2023. Mentor has made multiple attempts to gather additional information. It was unknown if the reported device was a mentor device and as such the complaint is being reported conservatively. It is unknown if the patient¿s devices were gel or saline devices. In the absence of clarifying information, the devices will be reported with sections d2a and d2b indicating gel devices. If more information becomes available, mentor will submit a supplemental report accordingly.